Manufacturer narrative:
The customer called to complain that they had mistakenly reported a (B)(6) confirmatory test as confirmed after looking at the % neutralization value on the advia centralink. The customer did not validate the advia centaur xp (B)(6) confirmatory test result, which was not confirmed at the instrument. The advia centralink accepts on the % neutralization value and not the interpretation sent by the instrument. The advia centralink holds all confirmatory test results for manual validation by the operator. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant advia centaur xp (B)(6) confirmatory results were obtained on a pt sample. The reuslt was reported on (B)(6) 2010 and a corrected report was sent on (B)(6) 2010. There are no reports of adverse health consequence or patient intervention due to the discordant (B)(6) results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00028 on 02/08/2010. Updated 05/16/2012: the root cause of the discordant (B)(6) confirmatory results was identified as being due to the customer's laboratory information system (lis) not using the interpretation aspect for calculation of the interpretation of a sample. The practice of use of any other aspect, such as index or concentration, is not supported by siemens, and may result in an incorrect interpretation. Siemens released a customer bulletin ((B)(4)) in (B)(4) of 2010 to alert customers to the potential for a lis to process different result aspects than those transmitted from advia centaur, advia centaur xp, and advia centaur cp systems. The bulletin also noted that the hbsag confirmatory assay is most commonly affected, as there is an initial check against a relative light units (rlu) cuttoff which the lis cannot perform.